Event description:
It was reported that during a procedure in the highly calcified saphenous vein graft (svg), for treatment of a 90% stenosis, a non-abbott guide wire was delivered and a 3.0 x 12 mm nc trek dilatation catheter was advanced to the target site. The balloon was inflated to 18 atmospheres (atm) for 60 seconds. The balloon ruptured during the third inflation. Contrast was noted to be leaking outside the vessel and a perforation was confirmed. It was observed under intra-vascular ultra sound (ivus), that the perforation was not expanding. A non-abbott perfusion balloon was inflated twice for 15 minutes each inflation, and the procedure was completed. The patient was to be discharged from hospital after a few days. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: rinato; guide cath: heartrail 6f. Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Perforation is listed in the nc trek instructions for use as a known potential adverse effect. Overall, the balloon rupture and subsequent patient effect appear to be due to operational context. There is no indication of a product quality deficiency.